Event description:
It was reported that there are kinks noticed with the sling which most likely suggests that the needle was bent. No patient complications were reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a040609 captures the reportable event of needle bent.